Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. However, the insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. The insulin pump was received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip. The insulin pump was missing the reservoir tube o-ring and the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump would not fill the cannula properly. Customer's blood glucose level was 61 mg/dl. She treated her blood glucose level with candy. Insulin was squirting out during the manual prime process. The insulin pump's drive support cap was sticking out. The insulin pump was dropped. The reservoir ring was also cracked. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.